Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens was unstable in the capsule after implantation and suspected zonulariysis. Replacement lens used. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. The lens was cleaned with klrp (klotho-related protein) for further evaluation. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. No haptic or optic damage observed. Qualified associated products were indicated. The lens was cleaned with klrp for further evaluation. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. No haptic or optic damage observed. Information was provided that the lens was unstable in the capsule due to suspected zonular dialysis. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened and updated if new information is received. The manufacturer internal reference number is: (B)(4).